Manufacturer narrative:
Exemption number: (B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4). (Conducting business as neodent).

Event description:
((B)(4)). The dentist reported that one month after the dental implant was installed in intraoral region #21 it was verified its non osseointegration. 80 ncm of primary stability was achieved and immediate load was not performed.